Manufacturer narrative:
Emdr previously submitted under incorrect cfn/fei number 1416980-2025-01679. This emdr is now being resubmitted under the correct cfn/fei number. Further investigation for the root cause is ongoing and results will be provided within a final report.

Event description:
It was reported that the trusystem 7000 u (dv) had an issue, table shut off in the middle of a surgery while in the trendelenburg position. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The trusystem 7000 operating table is intended for the following use: patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. Task-related patient transfer within the operating theatre. For applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. During on-site inspection, the technician was able to find the source of the issue in fluid residue on main control board. Technician found also that the enclosure cover was physically bent allowing liquid to leak onto mcb board. After replacement of the motor controller board the table functioned as designed. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of table shuting off in the middle of a surgery were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
It was reported that the trusystem 7000 u (dv) had an issue, table shut off in the middle of a surgery while in the trendelenburg position. There was no patient/user injury, medical intervention, symptom, or adverse event reported.